Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. The patient was seen by a company rep and multiple external equipment troubleshooting was performed. Programming changes were made. However, the reported problem was not resolved. Revision surgery for the device is pending decision by the patient's mother.